Event description:
It was reported that prior to a hysterectomy procedure, the device was removed from the packaging and was bent. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: it was the obturator not the sleeve that was the issue. The device was returned with the sleeve damage and without the package of the instrument. The obturator was not returned for analysis. It could not be determined what may have caused the incident reported. In addition, the sleeve was noted to be broken. Possible cause could be improper handling during transit. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.